Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81:72-77, that the pt developed "de novo" urge symptoms after a sling procedure. The symptoms were contemporary and lasted less than three months after treatment.